Event description:
Information was received from a consumer regarding a patient who received dilaudid (2.0mg/ml, 0.2756) in an implantable pump for non -malignant pain. The patient had been in and out of the hospital since implant with problems of major infection. The infection organism could not be determined. The patient experienced the sudden infection symptoms of fever and fluid by the pump. The infection was not confirmed. The issue started 3 weeks prior. The infection was being addressed by their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.